Event description:
The technician alleged that the brakes will not hold. No injury reported.

Manufacturer narrative:
The technician replaced the brake caster and brake cam pivot to resolve the issue.